Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified forearm shunt. A 4.0mmx40mmx80cm sterling balloon catheter was used for dilation. However, the balloon ruptured at a nominal pressure. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.